Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels, lack of mobility, metal poisoning, and metallosis. A review of invoice history confirmed the total left hip arthroplasty on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01996 / 01999).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels, lack of mobility, metal poisoning, and metallosis. A review of invoice history confirmed the total left hip arthroplasty on (B)(6) 2008. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision on (B)(6) 2012 due to pain and a malpositioned cup. Operative report noted the presence of excess scar tissue and the head and taper adapter were cold-welded onto the stem. All components were removed and replaced.